Event description:
A patient had an intra-aortic balloon pump in the right common femoral artery following cardiac catheterization. The md removed the balloon pump on (B)(6) 2024. An 8 french angio-seal was advanced into the right common femoral sheath with no resistance. After inserting the collagen plug, the 8 french angio-seal sheath was noted to have fractured in the proximal segment, outside of the skin. The collagen plug was removed, and manual pressure was held over the site. Focal skin dissection was done, and visualized sheath tip was captured using small clamp, however it was noted to have fractured with distal part still inside the vessel and skin and not satisfactorily visualized through the small focal skin dissection. CT angio of the lower extremity was done that revealed residual 8 french angio-seal sheath partially inside the vessel with minimal protrusion outside of the vessel and intact blood flow to right lower extremity. Patient was emergently transferred to the vascular operating room at nearby hospital for removal of sheath and right femoral artery repair.